Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: if the anvil could not be removed from the housing, how was the device removed from the patient? Were there any issues with staple line after the device was removed?

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present, uncut and the device was fully loaded with staples. Further analysis of the device showed that the trocar was damaged no allowing the anvil to properly assemble on the device. Once the anvil was attached to the device it was difficult to remove. No functional test was performed due the condition of trocar. No conclusion could be reached as to how the trocar became damaged. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, the anvil could not be removed from the housing. There was a possibility that the shaft was held when the anvil intended to be removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: if the anvil could not be removed from the housing, how was the device removed from the patient? This event was confirmed before use on the patient. Were there any issues with staple line after the device was removed? Na.